Event description:
Reportedly, the device was explanted. Explant date and implant duration is unk. The reason for explant is unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.